Event description:
The technician noticed the hi/lo head portion of the bed was lower than the foot. He let the bed sit overnight in the full hi/lo up position and found the hi/lo head drifted down overnight.

Manufacturer narrative:
The technician replaced the hi/lo head cylinder to repair the bed.